Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that depuy mobile bearing patellofemoral arthroplasty with a catastrophic failure wear through of the polyethylene patellar component at 18 years post-op (implanted 2002). Requiring revision knee replacement surgery. FDA safety report depuy lcs patellofemoral arthroplasty. Date of implantation was (B)(6) 2002. Patient presents with postoperative pain after an arthroscopic debridement of arthrosis and repair of a meniscal tear. The physician notes the patient received an lcs patellofemoral implant in 2002 and has had 8 arthroscopic procedures for debridement of arthrosis and meniscal tears. The patient had the 8th arthroscopic debridement on (B)(6) 2020, which identified chronic inflammation and a catastrophic fracture of the patellar polyethylene. Patient was referred for revision surgery. These procedures were previously unreported and will be captured in a new linked pc. Patient received a left patellar revision to treat pain and inflammation secondary to wear through and fracture of the patellar polyethylene. Upon entering the joint, the surgeon identified and debrided dense synovitis. Intraoperative pathology identified elevated wbcs and confirmed chronic inflammation. The patellar polyethylene was worn through and fractured and revised. The femoral component was well-fixed and retained. The surgeon initiated antibiotic protocol to treat the possible infection indicated with the elevated wbcs. Patient received a depuy revision patellar button. The procedure was completed without complications.